Event description:
An intraoperative fracture occurred during reaming for a hip stem. The surgeon used cable around the fracture to support the bone. The report indicated the fracture was unrelated to any product issues.